Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Broken/damaged. Non supported part installed, iui- corrosion. There was no patient involvement. Broken/damaged- (B)(4). Needs level one repair.